Manufacturer narrative:
This report is submitted on december 2, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's audiologist, the patient developed inflammation of the ear. Upon assessment by the physician, it was discovered that the patient's eardrum was perforated with an extrusion of a cholesteatoma and the electrode array. Revision surgery is scheduled; however yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted january , 2017.